Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure with a small-bore sheath. Reportedly, the device was inserted and the suture was deployed. However, after removing the device, it was observed the suture came out as well. It was suspected the device was likely deployed in the vessel lumen. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issues appear to be related to the circumstances of the procedure. In this case, it is likely that an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported suture malposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.